Event description:
I flow received a report stating, pump was to infuse over 72 hours, but was empty in 24 hours. Pump was filled to 270 ml, medication marcaine 0.5%, was to run at 4 ml/hour. I-flow has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. No sample was returned for analysis.